Event description:
It was reported that the atrial lead had dislodged the day after implant and had fallen into the ventricle. It was repositioned and dislodged again during surgery. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The outer insulation was breached and cosmetically cut. Blood was found in/on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head). The lead exhibited apparent explant damage.